Event description:
On 1/16/2023, it was reported by an arthrex employee via email that (2) ar-8917ds mini tightrope ft suture broke when being ligated. All the broken sutures were removed, and case was completed with the ar-8913dsmini tightrope with inserter kit that was implanted prior to the ar-8917ds mini tightrope ft. This was discovered during a lisfranc ligament reconstruction procedure on (B)(6) 2022. Additional information received on 1/17/2023: both anchors were removed along with the sutures.

Manufacturer narrative:
Complaint confirmed. Two unpackaged ar-8917ds 3.5 mm mini tightrope serial/batch number (B)(6) was received for investigation. No functional testing performed to avoid damaged to the device. Visual evaluation found that the devices were returned without the anchor 3.5mm. Sutures were broken on both devices. The method of bone preparation employed during the procedure, as well as the bone quality encountered, were not provided. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used when tensioning the sutures.